Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed critical insulin pump alarms. Customer's blood glucose was unknown. Buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error 35 due to corrosion on the electronic assembly. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unresponsive buttons/keypad due to critical pump error open book image. No damage on the keypad assembly or unlock connector on the printed circuit board keypad connector noted and moisture damage was found on the motor and force sensor during our visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.